Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the customer obtained lower scanned values while wearing the adc freestyle libre sensor using librelink. On (B)(6) 2020, the customer experienced symptoms suggestive of hyperglycemia such as drowsiness, frequent urination, fatigue, malaise, and increased thirst, and was unable to treat themselves. The customer was treated by their father with novo rapid insulin (dose unknown). No further treatment was reported. There was no report of death or permanent injury associated with this event.